Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log showed no error code. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a delaminated downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the downstream occlusion (dso) test. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.